Manufacturer narrative:
The investigation confirms the broken handle. This handle has the old design with layered material. In 2009 the material was changed from layered to wound structure, to avoid this kind of failure. Therefore, similar failures with this product are not expected in the future. This event occurred outside of the u.s. And involves a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., waldemar link(B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
During a revision surgery the handle broke apart. The fixation stud, which wasn't surrounded by the handle material anymore, caused an injury at the surgeons left hand and the long finger.